Event description:
Pt underwent left total hip revision due to mechanical failure of the neck. Surgery was performed, where the stem, neck and head of the joint were all replaced. Diagnosis or reason for use: osteoarthritis of the hip.